Event description:
"Tech drew specimen, required blood in tubing to move to attached syringe. When lever was eased off as training was explained, the blood came out the needle end in spite of the syringe having suction applied. Blood spilled on counter and was a risk to tech. Manufacturer response for vanishpoint blood collection set, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.